Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was a failure of keypad and switch. It was also noted that there was a crack in the upper case. The keypad was replaced. Also the upper case was replaced, along with the bail cover, bail and ring. The device was then calibrated and tested for all functions and performances by test console, which resulted in normal function. (B)(4)

Event description:
It was reported that when the power adapter was plugged in prior to use with the patient, the device displayed an error message and would not start. Also, it turned off only when the power off button was pushed. Inspection was requested and the device was returned to the manufacturer for servicing. There was no patient involvement.